Event description:
It was reported that the right ventricular lead exhibited high impedance and a rise in capture thresholds. The lead was capped and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).